Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) levels in the 600-700 mg/dl range and was subsequently hospitalized. Cause of elevated bg was unknown. Reportedly, the customer experienced vomiting and diarrhea. Bg was treated with intravenous insulin. The customer was released on (B)(6) 2019 with the issue resolved and no permanent damage.